Event description:
It was reported that the right ventricular (rv) lead exhibited short interval counts (sic) which were visible on the remote monitor reports. Therefore the rv lead was capped and replaced with a new lead. It was also reported that during the replacement procedure the new lead exhibited sensing difficulty. Therefore the lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.